Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission sent one day post implant indicated one under sensed qrs on the current electrogram. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.